Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported subjective deterioration of hearing performance in terms of loudness and speech understanding. It has been decided to proceed with reimplantation.

Event description:
The user reported subjective deterioration of hearing performance with the device in terms of loudness and speech understanding. Objective speech testing showed a 50% deterioration in speech comprehension. Free-field hearing threshold has deteriorated by 20 db hl. The user has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.